Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7095246 / 7095331.

Event description:
It was reported that the patient developed an infection at the ipg pocket site. Symptoms of fever and chills were noted. The patient underwent and explant procedure wherein ipg and leads were removed. The patient was prescribed antibiotics and was doing well postoperatively. The explanted device components will not be returned.